Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with broken belt clip rails, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 29.3 mmol/l, 10.6 mmol/l and 9.6 mmol/l. The customer had been using the insulin pump within 48 hours of high blood glucose level. The insulin pump was not on auto mode at the time of incident. The insulin pump's belt clip rail was broken. The customer declined troubleshooting for high blood glucose level as the insulin pump was going to be repaired. The insulin pump will be returned for analysis.